Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was being used during a laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, uterosacral ligament suspension, posterior repair, costocsope procedure on (B)(6) 2022 when it was reported that the surgeon noticed a piece of the sound cap while he was surveying the abdomen. When he noticed the piece of rubber, he pulled it out of the patient. He then noticed it was a piece of the 8mm sound cap from the airseal access port. Most importantly, there was no harm to the patient.¿ further assessment found graspers were used through a port to grab the rubber piece of the sound cap. There was no delay in surgery as this was noticed while exploring after the case was completed. There was no medical/surgical intervention or extended hospitalization required for the patient. The patient is said to be doing great. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was being used during a laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, uterosacral ligament suspension, posterior repair, costocsope procedure on 7july22 when it was reported that the ¿surgeon noticed a piece of the ¿sound cap¿ while he was surveying the abdomen. When he noticed the piece of rubber, he pulled it out of the patient. He then noticed it was a piece of the 8mm sound cap from the airseal access port. Most importantly, there was no harm to the patient.¿ further assessment found graspers were used through a port to grab the rubber piece of the sound cap. There was no delay in surgery as this was noticed while exploring after the case was completed. There was no medical/surgical intervention or extended hospitalization required for the patient. The patient is said to be doing great. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the device has not been returned for evaluation but photographic evidence has been provided that confirmed the reported problem. A review of the device history record could not be performed since a lot number was not provided. A two-year lot history review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.